Manufacturer narrative:
Continuation of d10: 6947, lead, implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to a high heart rate, and hospital personnel suspected the implantable cardioverter defibrillator (ICD) system was not providing pacing support. Follow-up received from the patient's following physician indicated the patient's symptoms were unrelated to product performance as the patient was in septic shock, and no pacing support was provided because the patient was in atrial fibrillation (af) with rapid ventricular response at the time. The physician also indicated the patient had been seen since and was doing better. The ICD system remains in use. No further patient complications have been reported as a result of this event.